Manufacturer narrative:
A1 patient identifier: (B)(6). B5 describe event or problem: updated. B6 relevant test/laboratory data: updated. B7 other relevant history: updated. H6 patient codes: updated.

Event description:
Respond edge study: it was reported that left bundle branch block (lbbb) and complete atrioventricular (av) block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. No loading dose of antiplatelet medication was given prior to index procedure. A lotus introducer was placed and the aortic valve was treated with balloon aortic valvuloplasty (bav); no conduction disturbances were noted post bav. Subsequently, a 25 mm lotus edge valve was deployed. Successful repositioning of the lotus edge valve involved complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day post index procedure, post procedure, the subject developed lbbb. No diagnostic test was performed, and no action was taken to treat event. One (1) day post index procedure, the subject developed complete av block. Hospitalization was prolonged and the event was treated medically. Lab test, echocardiogram (echo) and x-ray was performed as diagnostics. Further evaluation confirmed the need for a new permanent pacemaker. Four (4) days post procedure, a pacemaker was successfully implanted and the lbbb was considered resolved. Five (5) days post index procedure the complete heart block was considered resolved. It was further reported that two (2) days post index procedure, the subject developed atrial fibrillation. The subject also developed complete av block two (2) days post procedure, not one (1) day post procedure as previously reported.

Manufacturer narrative:
Patient identifier:(B)(6).

Event description:
(B)(6). It was reported that left bundle branch block (lbbb) and complete atrioventricular (av) block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. No loading dose of antiplatelet medication was given prior to index procedure. A lotus introducer was placed and the aortic valve was treated with balloon aortic valvuloplasty (bav); no conduction disturbances were noted post bav. Subsequently, a 25 mm lotus edge valve was deployed. Successful repositioning of the lotus edge valve involved complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day post index procedure, post procedure, the subject developed lbbb. No diagnostic test was performed, and no action was taken to treat event one (1) day post index procedure, the subject developed complete av block. Hospitalization was prolonged and the event was treated medically. Lab test, echocardiogram (echo) and x-ray was performed as diagnostics. Further evaluation confirmed the need for a new permanent pacemaker. Four (4) days post procedure, a pacemaker was successfully implanted and the lbbb was considered resolved. Five (5) days post index procedure the complete heart block was considered resolved.